Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the physician believed the left ventricular lead had perforated the vessel. X-ray was performed and revealed no evidence of perforation. Contrast injections were used and revealed no perforations. The patient then experienced pain and the physician suggested the lead had perforated the vessel wall. The lead was pulled back and pushed in to a different vessel. The lead was implanted. The patient experienced no adverse consequences.